Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge displayed 100% and subsequently shut off due to battery depletion. The customer's blood glucose level was elevated up to 337 (mg/dl). A correction bolus via the pump was delivered to address bg level. Review of the pump data logs by tandem technical support showed the pump battery depleted from 60% to 20% in approximately 2 hours. Reportedly the customer will continue to use the pump for insulin therapy.